Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room due to lightheadedness. The r-wave measurements are 0.9 millivolts and there is no evidence of noise or pacing inhibition. The pacing impedance measurements are stable around 600 ohms and threshold measurements are 1.9 volts at 1.0 milliseconds. It was also noted that the patient's heart rate went up to bout 100 beats per minute (bpm) around the time the patient felt lightheaded. The field representative indicated that he was just informed that the patient's rv lead was not sensing properly and a revision procedure was to be scheduled to implant a new rv lead; however it was never performed due to insurance issues as the patient's procedure needs to be performed at the va hospital. The field representative indicated that the va hospital is aware of the issue; however, he does not know what their plan is at this time. No adverse patient effects were reported.